Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor and performed continuity resistance test. The sensor passed per specifications. Also performed the bicarbonate buffer test and the sensor passed with accurate readings. Unable to confirm the needle complaint due to insertion needle not being returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced sensor glucose versus blood glucose differences when blood glucose was not low. Customer's blood glucose was 7.8 mmol/l. Customer was not able to calibrate due to constant "calibration not accepted" alerts. After troubleshooting, customer was advised that sensor would be replaced.